Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. The complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did reveal exception documents, non-conforming devices were removed from acceptable devices. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.

Event description:
The customer reported they had three consecutive episodes of the rotating collar detaching during pressure injection. No additional clinical information was provided. No report of harm or injury. This is one of three form FDA 3500a reports for this event: 1721504-2010-00172, 1721504-2010-00173.